Event description:
It was reported that the patient had lost weight and now the implantable pulse generator (ipg) sticks out and causes discomfort. The patient requested that the ipg be relocated. The ipg was moved from the left-hand side of the buttocks to the left flank without complications.

Manufacturer narrative:
Mml# (B)(4). The device is working as intended. No discomfort was reported after the ipg's repositioning. Following the ipg's repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device history record was reviewed. No relevant non-compliances were found that could have contributed to the patient's discomfort.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had lost weight and now the implantable pulse generator (ipg) sticks out and causes discomfort. The patient requested that the ipg be relocated. The ipg was moved from the left-hand side of the buttocks to the left flank without complications.